Manufacturer narrative:
The date of the event is unknown. The complainant was unable to provide the suspect device model and lot number; therefore, the catalog #, lot expiration and device manufacture dates are unknown. (B) (4) - no code available (no product failure reported). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps was used during a procedure.according to the complainant, the patient who had a very friable tumor and underlying health issues bled after a biopsy and expired. The complainant reported that ¿they could easily have nicked a vessel while taking the biopsy¿ and ¿didn't feel that the forceps had anything to do with it.¿ attempts to obtain additional information regarding the circumstances surrounding this event (including any autopsy results) have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.